Event description:
A baxter medical affairs information specialist reported to baxter corporate product surveillance an all-in-one empty container 500 ml in which particulate matter was observed. According to the report, the clear particles were seen inside the bags after they were filled. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was determined to be due to the supplied materials. Supplier was notified of the report. This issue is being investigated through CAPA. A review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a loose particle inside the bag. The reported condition was confirmed. The root cause was not determined. If additional information becomes available, a follow-up report will be submitted.